Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock due to oversensing. The lead was explanted and replaced. Patient was doing well after the event.